Event description:
It was reported that the pt contacted the customer response center and explained that she had eye surgery performed on 10/27/1999. Pt stated she is having an allergic reaction to the vicryl suture used. She is experiencing itching and swelling at the suture site. She has been treated with steroids and antihistamines (allegra) which is helping with the symptoms.